Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of stitching the myoma in a laparoscopic myomectomy, when they pulled the thread through the loop, the loop broke. It fell on to the patient¿s cavity and they were able to retrieve all the parts via aspiration. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one suture and one needle. The suture was received with the loop cut from the suture. The loop was not returned with the rest of the product. Unfortunately, as no sealed samples were returned, a laced-through loop test could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of stitching the myoma in a local procedure call, when they pulled the thread through the loop, the loop broke. It fell on to the patient¿s cavity and they were able to retrieve all the parts.